Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient did not have benefit with the device and was re-implanted with a cochlear implant.

Manufacturer narrative:
Device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the limited received information the device was explanted most likely for clinical/surgical reason, namely the attempt to initially implant the device resulted in complete deafness due to unknown circumstances. The first measurement after implantation confirmed the deafness of the recipient, who was re-implanted with cochlear implant. This is a final report.

Event description:
The recipient did not have benefit with the device and was re-implanted with a cochlear implant. As per additional information, the clinic's folder mentions that the attempt to implant the device on the left side resulted in deafness. No further information has been made available despite repeated requests.